Event description:
The following information was provided: patient has filed a claim related to rejuvenate modular devices. As reported by the legal team on 29-january-2026, it was reported through the filing of a lawsuit that allegedly the patient was implanted with an abgii modular hip stem on her right hip on or about on (B)(6) 2010. It is further alleged that the patient suffered injuries as a result of implantation of the device(s) at issue.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. Although the reported device is considered to be under the scope of this recall, the reported failure mode is not.